Manufacturer narrative:
(B) (4). The multi-link coronary stent system indicated is being filed under a separate medwatch MFR number. Although it is not known what specific vision product was used, a review of the rx/otw vision instructions for use noted that the reported patient effect of death is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
The following events were noted through a periodic article review: it was reported that a retrospective study was performed on 5,945 patients between (B) (6)2002 and (B) (6)2006 having percutaneous intervention using bare metal stents (bms) (68%) and drug eluting stents (des) (32%). There were 3,145 of those who received multilink or vision stents. The purpose of the study was to evaluate predictors of stent thrombosis in clinical practice after the use of drug-eluting as well as bare-metal stents (bms), including adherence to FDA indications for des. A total of 56 patients with bms and 20 patients with des developed definitive stent thrombosis within 1 year after stent implantation. As a result, 12 patients died. Though requested, no additional information was provided.